Manufacturer narrative:
Approximate age of device: 5 years, 10 months. The referenced percutaneous lead (driveline) replacement is reported under medwatch #2916596-2015-01697 and #2916596-2015-01697. The patient remains on lvad support with no issues reported to the new lvad implanted. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2012. It was reported on (B)(6) 2018 that elevated lvad parameters and elevated ldh of 795 mg/dl were observed. The patient was hospitalized on (B)(6) 2018 due to suspected pump thrombosis. During hospitalization the patient was treated with heparin and two rounds of tissue plasminogen activator. The power and ldh briefly decreased; however, after few days of medical management the ldh increased. The lvad was exchanged due to pump thrombosis and previously diagnosed driveline compromise on (B)(6) 2018. The patient was doing well postoperatively. No additional information was provided.

Manufacturer narrative:
The external portion of the percutaneous lead were evaluated. It was confirmed an issue that could have contributed to the report of a short to shield. Visual inspection of the underlying wires of the percutaneous lead revealed a breach in the insulation of the black wire approximately 4.5¿ from the pump housing, exposing the inner conductors. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the black wire made contact with the metal braided shield while the system controller was connected to a tethered power source, the resulting electrical short to ground could have caused pump stops and low speed events, which is consistent with the report of a history of short to shield. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The evaluation of heartmate ii lvas, serial number (B)(4), confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline severed approximately 6¿ from the pump housing. The remainder of the driveline was not returned. The inflow conduit and outflow graft were not returned. The outlet elbow was returned attached to the pump¿s outlet port. A ring-like thrombus formation was observed surrounding the inlet bearing ball. The laminated structure of this thrombus and the observed areas of denaturation indicate that it likely formed over an indeterminate duration while the device was supporting the patient. Although a direct cause for the development of the thrombus and a duration for which it was present within the pump could not be determined, it was partially obstructing the flow of blood, which could have contributed to the reported elevation in ldh. In addition, it could have contributed to the reported elevations in pump power due to excess drag on the rotor. The remainder of the blood-contacting surfaces did not reveal evidence of developed depositions or thrombus formations that would have contributed to the reported event. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The device IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled ¿unique treatment options and important clinical considerations¿ outlines indications of pump thrombosis, as well as how to respond to such events. The section entitled ¿ongoing patient assessment and care¿ provides information regarding anticoagulation therapy and the recommended inr range. The sections entitled ¿explanation of parameters¿ and ¿pump performance monitoring¿ outline all pump parameters, including pump power. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.